Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter was confirmed but the cause is unknown. A photo of a proximal section of a 4fr s/l groshong nxt catheter was returned for evaluation of this complaint. The catheter contained the proximal connector (luer adaptor, extension leg and molded suture hub), the distal connector, and a small segment of the catheter shaft tubing. It appeared that the catheter shaft tubing contained a complete circumferential break within the clear strain relief on the distal two-piece connector. Microscopic, tensile, and dimensional analysis could not be conducted without the physical sample. Therefore, the exact root cause could not be determined at this time. Based on the description of the reported event and evaluation of the photo, possible contributing factors include tensile (pulling) forces, catheter wear on the stem of the two-piece connector, or material fatigue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when maintaining the catheter, the nurse found that the connection of the distal end of the catheter and the extension tube ruptured.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu2456 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that when maintaining the catheter, the nurse found that the connection of the distal end of the catheter and the extension tube ruptured.